Event description:
Subsequently, after the initial was filed it was noted the 2.5x20 traveler balloon shaft bent and separated into two pieces. The separated portion was able to simply be withdrawn. It was also noted the 2.5x20mm trek balloon was removed fully deflated as it was noted to slowly deflate. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. It was reported that the device was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left circumflex artery. During the procedure it was noted that a 2.5x20mm trek balloon dilatation catheters (bdc) was inflated twice; however, completely failed to deflate. The device was able to be withdrawn. Another 2.5x20mm trek bdc shaft separated into separate pieces when attempting to advance; however, the separated portion was able to be simply withdrawn. A 2.5x20 traveler balloon dilatation catheter was also noted to be fractured at the shaft. It was noted that all three bdcs were not soaked prior to use. Another manufacture's balloon was used to complete the procedure. There were no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional vascular devices referenced in b5 are filed under separate medwatch report numbers. H6: medical device problem code 2017- incorrect prepna.